Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the patient did not charge and maintain the device as recommended, and the ipg became inoperable. As a result, surgery occurred in which the ipg was explanted and replaced, which resolved the issue.